Event description:
Information received by medtronic indicated that the insulin pump had under delivery. The customer¿s blood glucose value was 140 mg/dl. Customer's current blood glucose level was 146 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated for high blood glucose level with manual injections and insulin pen. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering because of inaccurate sensor glucose readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.